Event description:
It was reported that the rv and svc pins were placed in the wrong connector port of the device. A surgical procedure was performed to place pin connectors in the correct header port of the device. No reported patient symptoms or inappropriate therapy delivered. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.